Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Without additional information the clinical observation cannot be confirmed and root cause is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention due to failing 21mm aortic bioprosthetic valve. Patient had a transcatheter valve implanted inside a disabled 21mm aortic bioprosthetic valve. The 21mm aortic valve has been implanted for approximately nine (9) years, five (5) months at the time of the procedure. No complications were reported. Valve-in-valve procedure was reported to be successful.